Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the needle was defective and could not be inserted into the body, affecting the patient's insertion time. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult microintroducer insertion is confirmed but the root cause could not be determined. One photograph of a microez microintroducer was returned for evaluation. Inspection of the photograph found that slight buckling of the edge of the sheath was present. The shape, location, and extent of the damage observed suggested that the microintroducer sheath may have been damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle. The damage observed on the sheath would likely have made it difficult to advance the microintroducer past the tip of the sheath. However, as the full circumference of the sheath tip is not visible, it is possible that there are other factors which contributed to the damage. Without the return of the physical sample for review, no further conclusions could be made. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.